Manufacturer narrative:
A sealed sample from the lot indicated in the incident was returned for evaluation by co's quality assurance laboratory. The sample was functionally evaluated and found to perform correctly. The unit was set, approximating a kvo rate, to deliver at 8 ml/hr. The delivery rate was set with the slide clamp and the rate of 8 ml/hr was verified via drop counting. After one hour, the delivery rate was confimred to remain at 8 ml/hr. A review of the work order documentation was performed and no condition that could contribute to this incident was noted. Corrected data: manufacturing site registration number was corrected from "57302" to "6000096". This has resulted in a new manufacturer's report number on this follow-up report. This report is a follow-up to abbott manufacturer report number 57302-1998-8.

Event description:
Rec'd general report of multiple undocumented incidences of overinfusion when IV set, to keep vein open (kvo) rate noted in the pacu that when the tubing was set to a kvo rate per the cair clamp, when the nurse came back, the entire IV bag had infused. Also had occurred in the g.e. Lab and in surgery. The cair clamp was not noted to change position on the tubing. The solution infusing in most cases was lactated ringer's. Tubing was changed to solve the problem. No pt harm reported.